Manufacturer narrative:
Phone # (B)(6). A followup report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device had a faulty processor pca. No specific symptom was reported. There was no report of patient involvement

Event description:
It was reported to philips that the device was rebooting upon power up. There was no report of patient involvement